Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that no image is displayed due to a communication failure caused by a failure of the socket part. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the video system center did not show image when connecting camera heads into it. The customer noted that the cystoscopes were working with the device. The issue occurred at preparation for use when connecting the camera head to video system center and not procedure related. There were no reports of patient harm or impact associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation confirmed the reported issue. Testing and inspection of the device confirmed no image when using the camera head. The scopes worked correctly. The device had a defective video socket; no visible damage or stains of liquid. The device had an old software version 3.00. No other faults were found. The software will be updated to version 3.10. The video socket will be replaced. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.